Event description:
Cell saver completed self diagnostic check, indicating that it was ready to process blood. When the green button was depressed to start washing the blood, the cycle started and then stopped. The machine readout indicated that the wash kit was not inserted properly. The wash kit and cleaning sensors were removed and reinserted. After the cell saver processed one bowl of blood, it would no longer cycle (wash) the remaining blood in the reservoir.